Event description:
(B)(4) is the initial importer of the device which is a commode. The device has not been returned for evaluation. We are filing this report in an overabundance of caution. We will submit a follow-up when additional information becomes available. The end-user fell while using the device in the shower. It was noted that the device was missing a screw. The caregiver tried to break her fall since she is a small frame person. The caregiver called her granddaughter to the bathroom to help lift the user who was complaining that her head was hurting. She was taken to the emergency room. They took a CT scan and gave her medicine.